Event description:
A complaint was received from a user facility that indicated a pt was diagnosed 5 years ago with all-l2. The hosp indicated that the pt received radiation therapy and a bone marrow graft. Check ups were performed at 3 month intervals and have been satisfactory. Recently the pt had a relapse. It was reported that the advia 120 missed "flagging" the atypical blast cells. This observation was confirmed by a manual smear for a low platelet count. Manual differential showed 37% blasts of lymphoid lineage, variable in size, and about half of them somewhat larger than lymphocytes. The other half clearly much larger. The blood sample was run in another hematology system and the blasts were flagged as atypical. Investigation into this situation is being conducted and a follow-up report will be provided.